Manufacturer narrative:
It was reported that a patient, underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a a cut in shaft about 3 cm from distal tip and internal parts were exposed. The investigational analysis completed (B)(6)2019. The device was returned, and the catheter tip was observed cut with internal parts exposed. There appeared to be a cut in shaft, about 3 cm from distal tip. A manufacturing record evaluation was performed, and no internal actions were identified. The root cause of the damage on the catheter tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling and manipulation during the shipment of the device. However, this cannot be conclusively determined. Manufacture reference no: pc-000508261.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a cut in shaft about 3 cm from distal tip and internal parts were exposed. No adverse patient consequences were reported. The observed cut shaft has been assessed as an MDR reportable malfunction as the device integrity was compromised.